Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a caller reported encountering issues with 9 of their adc devices (8 sensors and 1 reader). The caller further reported that the sensors "failed early" and were defective". As a result, the customer became hypoglycemic and experienced a loss of consciousness. The ambulance was called and the customer was "revived by the medical staff in the ambulance". The customer was transported to a hospital where an EKG was performed but no emergent treatment or medication was provided as it was noted that ¿everything is normal¿. Adc customer service contacted the customer and the customer confirmed that the sensor was replaced. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. This is 8 of 9 submissions. All pertinent information available to abbott diabetes care has been submitted.